Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced skin irritation due to sensor tape and as a result, had to see the healthcare professional who prescribed steroid ointment. Customer temporarily stopped using sensor due to skin irritation and when customer resumed sensor usage, issue persisted.